Event description:
It was reported that the patient experienced a surgical procedure to remove an inflatable penile prosthesis(ipp) due to concern of loss of length, girth and the inability to maintain a strong erection. A patient outcome of fine was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams 700 flat reservoir was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. The ams700 ipp cylinders were visually inspected and functionally tested. The krt of both cylinders were worn to filament. Cylinder 1 has a leak in the krt by the tubing connector attributed to fatigue and worn to filament. Both cylinders had pinhole leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole in the outer tube was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Both cylinders had wear at fold in cylinder body. The identified fluid leak in the krt is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient experienced a surgical procedure to remove an inflatable penile prosthesis(ipp) due to concern of loss of length, girth and the inability to maintain a strong erection. A patient outcome of fine was reported.